Event description:
It was reported that the insulin pump alarmed no delivery. The reported blood glucose reading was over 200 mg/dl. The customer's wife stated that the display was cracked due to an accident drop. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the screen being cracked and bleeding.